Event description:
Reportedly, during patient use, the ventilator autocycled. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, additional patient information was not provided. (B)(4).